Event description:
It was reported that the 6800 system had a error message displayed at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray monoblock and the controller board were repaired during the service call. The system was tested and found to be working as intended and put back into service.